Event description:
It was reported that the patient presented in clinic with pocket erosion and infection. The pacemaker, the right atrial (ra) lead and the right ventricular (rv) lead were explanted and replaced with a leadless pacemaker. The physician believed that the infection was unrelated to abbott procedure and any abbott device. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The device was returned, and visual inspection was normal. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. The cause of infection could not be traced to the device.